Event description:
It was reported that pump experienced malfunction with malfunction code 16 and could not be reset, and customer had not received prior field correction notice related to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided storage mode instructions, arranged for pump return within 10 days, and sent replacement pump with updated software, advising customer to reprogram pump settings and reconnect continuous glucose monitor.